Event description:
It was reported that this left bundle branch (lbb) brady lead exhibited dislodgement. This lbb brady lead was surgically explanted and replaced. No additional adverse patient effects were reported. According to the additional information, dislodgement of the lead was confirmed through xray imaging. No additional adverse issues related to the dislodgement were identified.

Event description:
It was reported that this left bundle branch (lbb) brady lead exhibited dislodgement. This lbb brady lead was surgically explanted and replaced. No additional adverse patient effects were reported.